Event description:
A us distributor contacted zoll to report that a patient developed a open wound under the lifevest equipment. Patient described the area as itchy open wound caused by diabetes. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised removal of lifevest for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.